Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated due to premature battery depletion. No further information is available as the patient is lost to follow up.

Event description:
New information received notes that the device was explanted and replaced. Patient was discharged following the procedure.

Manufacturer narrative:
Correction (manufacturer narrative ) of follow-up number 2 of 2938836-2016-13688. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to low battery voltage.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.